Manufacturer narrative:
Results: operational problem (although an exact root cause for the issue could not be determined, given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related), deformation problem (broken hypotube). Conclusions: operational context contributed to event (although an exact root cause for the issue could not be determined, given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related)

Event description:
Evaluation summary: the hypotube was broken at the strain relief. Damage evident on the strain relief where the break occurred. The glue ports were full and intact at the luer.

Manufacturer narrative:
Results: severely calcified, totally occluded lesion, device not returned. Severely calcified, totally occluded lesion, device not returned. (B)(4).

Event description:
It was intended to use a sprinter legend balloon to treat a severely calcified, totally occluded lesion in the rca. No difficulties were noted when removing the device from the hoop. The device was inspected prior to use with no issues noted. No resistance was noted during advancement. It is reported that a break occurred at the hub of the device, after the device passed beyond the guide catheter and into the patient's vasculature. It is reported that upon inflation of the device, it "ruptured at the shaft and was allowed to vent to atmosphere and removed from the body". The physician used a different balloon to successfully complete the procedure. No patient complications are reported.